Manufacturer narrative:
D5,6; h4: info not available. D6: device returned with no lot identification. H6; slit seal missing, top of seal chamber broken off-hole seal still in place. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cannula assembly, chamber broken; handle/bobbin alignment, n/a; seal chamber, seal missing/cham; stopcock condition, n/a; stylet/cannula condition, n/a; stylet/needle condition, good; tissues between stylet and cannula, no and zone, n/a. Functional tests & results: cannula assembly locks, no (chamber broken) and stylet retracts, yes. Analysis conclusion: based upon inquiry info received and visual examination, no conclusion could be reached as to what may have caused reported incident "gasket fell into pt" during surgery. Instrument was received with slit seal missing and with top of seal chamber broken off. Instrument would not function as designed due to detached gasket and broken seal chamber and no conclusion could be reached on what may have caused this damage to occur.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the gasket fell into the pt. The gasket was retrieved from the pt. There was no pt consequence.